Manufacturer narrative:
(B)(4).

Event description:
It was reported "the iabp catheter was inserted through the right femoral artery, and the machine alarmed when the iabp was activated. Under dsa fluoroscopy, it was found that the balloon could not be filled properly. After replacing the catheter with a new one, the machine worked normally." The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The returned sample for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The sample was likely cleaned prior to the return. No visual damage or abnormalities were noted to the retuned sample. Furthermore, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. Since the damage was noted to the "arrow" packaging sticker, this condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg back-pressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be filled properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in-service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging.

Event description:
It was reported "the iabp catheter was inserted through the right femoral artery, and the machine alarmed when the iabp was activated. Under dsa fluoroscopy, it was found that the balloon could not be filled properly. After replacing the catheter with a new one, the machine worked normally." The second catheter was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".